Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient fainted and was taken to the hospital. The pulse generator was interrogated and battery depletion was observed. The device was explanted and replaced.